Event description:
It was reported that the product was received with the package opened in the circulator bundle. This issue was found prior to use.

Manufacturer narrative:
This report is being filed as a corrective action to an observation on FDA form 483 dated july 25, 2012 for bard medical division. The sample was not returned for eval. After reviewing the mfg process, raw material, machinery and device history review, there was nothing found that could have contributed to the reported event. The labeling states: "sterile: contents of inner wrap are sterile unless package has been opened or damaged." And the instructions for use states: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).